Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h4; h6 visual examination of the returned product identified the device was returned unassembled, the ring is off the liner and the plug is no longer in the liner. There are scratches on both sides and around the freedom ring. There are indentations and scratches around the ¿p¿ o.d. Where the ring sits on the liner and on the ¿n¿ o.d. Just above where the ring sits. There are indentations and scratches also present on the top flat surface, outer locking barb, o.d. Spherical surface, scallops, and i.d. Of the liner. The plug has nicks and scratches present around it. Diameter measurements taken for the liner and ring were conforming to specification. No other damage was noted during visual evaluation. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the surgeon was seating the liner when the ring popped off. There were no known impact or consequences to the patient. Another device was used to complete the procedure. Attempts have been made, and no further information has been provided.